Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer had been experiencing high blood glucose levels for three days prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.